Event description:
It was reported that pump generated cartridge alarm and customer experienced high blood glucose, with exact value unknown but shown as ¿high.¿ customer delivered correction bolus via pump, did not need help from a third party, and planned to use multiple daily injections as backup therapy; technical support confirmed repeated cartridge alarms, arranged shipment of replacement pump.